Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit was returned to sorin group USA for evaluation. The device was tested and evaluated on the s5 gold standard unit and the issue was reproduced. The device was planned to be returned to livanova (B)(4) for further evaluation. However, before it could be sent, the customer requested that the device be returned to them without any service in a "non-conforming" state. A "not for clinical use" label was placed on the device before returning to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated by sorin group USA.

Event description:
Sorin group received a report that the centrifugal pump was getting an error message during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.